Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the left-ventricular (lv) was unable to be implanted. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6)2025. There were no patient consequences.